Manufacturer narrative:
Correction: d2.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date an amplatzer® duct occluder ii was implanted in a (B)(6) month old baby. At the time of implant the amplatzer® duct occluder ii was with the left pulmonary artery (lpa) and initially caused a mild increase in lpa gradient. The gradient continued to increase over time. When the patient was (B)(6) years old they underwent a balloon angioplasty to dilate the area of the stenosis. The patient was reported to be doing well post procedure and the physician continues to monitor progress. Additional information cannot be obtained.

Manufacturer narrative:
An event of disc protrusion into the left pulmonary artery causing stenosis and high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.